Manufacturer narrative:
Correction: manufacture date provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The tall spinous process clamp was returned to the manufacturer for analysis. Analysis found that the returned clamp was in very good condition with no apparent physical damage. The clamp was of the design that does not allow the attachment screw to be backed out completely and threads back into the base in order to close the clamp. Clamp functioned as designed. No failure found. Device manufacture date unavailable.

Event description:
Medtronic received information regarding a navigation system event having occurred outside of procedure. It was reported that the site had a broken tall, ¿new style¿ spine clamp. It was stated it had a stripped screw. No patient present.